Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is a broken roller latch. The roller latch was replaced.

Event description:
The facility representative contacted baxter on 29 april 2010 to report that flo-gard infusion pump had the IV (intravenous therapy) ran a few seconds and then the pump displayed an occlusion failure. The event occurred on (B)(6) 2010, during patient therapy and patient therapy was interrupted in the acute care a wing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.